Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed from a past merlin transmission. The auto mode switching episodes appeared to be triggered due to retrograde conduction and oversensed artifact. Programming changes were recommended. The patient will be followed up in the following year. No adverse patient symptoms were reported.